Event description:
A caller reported an error with their continuous glucose monitor (cgm) identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with information on how to reset the pump, guiding them through the process. After the reset, the pump no longer displayed the error, and the caller was able to successfully start their sensor session.